Event description:
On 07/07/2008, baxter rec'd a report of an interruption of therapy when a colleague pump was infusing noradrenaline to a pt. There was no warning. Error code 810:11 was displayed. The patient's blood pressure dropped and was "peri-arrest." The pt was resuscitated and was reported to be distressed. Although requested, baxter has not rec'd any additional info regarding patient demographics and specific details about the event.

Manufacturer narrative:
The customer has refused to send the pump to baxter for eval.